Event description:
Kci received article, armstrong, d.g. Negative pressure wound therapy after partial diabetic foot amputation: a multicentre, randomised controlled trial. Lancet (2005) 366: 1704-10 that reported that one pt placed on v.a.c. Therapy experienced an serious adverse event. No add'l info is available. The unit's type or serial number was not provided, therefore kci cannot conduct a device eval of the unit.

Manufacturer narrative:
It is unk when the events occurred as this info has not been provided. Based on info provided, it cannot be determined that the alleged adverse events related to v.a.c. Therapy. Kci has made several attempts to determine the nature of the alleged adverse events. No add'l info is available.